Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the touch screen is unresponsive. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.